Event description:
During a follow up call with the customer regarding their 18 autopulse li-ion batteries, additional information was received that a fully charged autpulse li-ion battery (sn unknown) failed to power on the autopulse platform during patient use. It is unknown which battery was involved. Manual CPR was performed on the patient while the platform was being set up. The battery failed to power on the platform. The customer pulled the battery out and the status leds on the battery showed 4 solid green lights. The battery was reinserted and the platform still did not power on. Manual CPR was performed for 1-2 minutes while a second platform was obtained. The patient, an approximately 120 pound, approximately 5'2" female in her 40s, was transported to the hospital. The patient was pronounced on at the hospital. No further information is available. Customer did not provide information regarding the relationship between the death and the alleged malfunction. However, the msa evaluated the incident and it was determined that the death was not related to the autopulse device. Please see the following related MFR reports: MFR #3010617000-2022-01284 for the autopulse li-ion battery (sn (B)(4)). MFR #3010617000-2022-01335 for the autopulse li-ion battery (sn (B)(4)). MFR #3010617000-2022-01336 for the autopulse li-ion battery (sn (B)(4)). MFR #3010617000-2022-01337 for the autopulse li-ion battery (sn (B)(4)) . MFR #3010617000-2022-01338 for the autopulse li-ion battery (sn (B)(4)). MFR #3010617000-2022-01339 for the autopulse li-ion battery (sn (B)(4)). MFR #3010617000-2022-01324 for the autopulse li-ion battery (sn (B)(4)) . MFR #3010617000-2022-01429 for the autopulse li-ion battery (sn (B)(4)). MFR #3010617000-2022-01323 for the autopulse li-ion battery (sn (B)(4)). MFR #3010617000-2022-01325 for the autopulse li-ion battery (sn (B)(4)). MFR #3010617000-2022-01294 for the autopulse li-ion battery (sn (B)(4)). MFR #3010617000-2022-01295 for the autopulse li-ion battery (sn (B)(4)). MFR #3010617000-2022-01296 for the autopulse li-ion battery (sn (B)(4)). MFR #3010617000-2022-01297 for the autopulse li-ion battery (sn (B)(4)). MFR #3010617000-2022-01309 for the autopulse li-ion battery (sn (B)(4)). MFR #3010617000-2022-01308 for the autopulse li-ion battery (sn (B)(4)). MFR #3010617000-2022-01307 for the autopulse li-ion battery (sn (B)(4)). MFR #3010617000-2022-01306 for the autopulse li-ion battery (sn (B)(4)).

Manufacturer narrative:
The li-ion battery in the complaint has not been returned for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.